Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) during the implantable pulse generator (ipg) replacement procedure. The patient's vf was suspected to be as a result of electromagnetic interference/noise due to cautery. It was also noted that diminished r waves were observed on the right ventricular (rv) lead. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.